Manufacturer narrative:
This report is submitted on may 28, 2019.

Event description:
Per the clinic, there wasa loss of osseointegration of the implant. It is unknown if a new device has been implanted.